Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a keypad on a spectrum pump. There was no patient involvement, injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad issue which was reproduced. The keypad malfunction was found to be caused by a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.